Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Additional information obtained indicated this was a therapeutic peripheral procedure. The procedure was completed via left femoral access with sheeth up and over. The tip of ivus was successfully snared and removed with no harm to the patient. No damage was observed during prep. No resistance was felt at any time. The catheter stuck in the right common iliac. The wire was pulled out and the ivus removed separately, not as a unit/system. Additional intervention via use of a snare was required to remove the device, but no additional medical or surgical intervention was required due to device malfunction. The implant or explant dates are not applicable to this device. The device was returned and evaluated in accordance with (B)(4) policy. The device was visually and microscopically inspected and damage and defects were observed. The distal shaft was stretched to a length of 360 mm, the distal shaft was bent and stretched near the scanner 16 mm from the distal tip, the distal shaft was filled with blood, the microcables were severed from 168-280 mm, the radiopaque markers were intact, and the distal shaft was broken near the rx bond. The reported damage was observed. The probable cause of the reported failure is damage in use. The radiopaque markers were intact, there were no defects observed with the device that could have foreseeably contributed to the reported failure. Strain, impact, forces associated with use, and issues related to third party devices can affect the integrity of the device. It could not be determined when the cause of the failure occurred. The instructions for use (IFU) cautions that the device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. The IFU also precautions: when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. - do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. - if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter device was plugged in and recognized. The ivus was entered into the body and advanced up and over to the opposite iliac. The wire was prolapsed and not advanced much further down the vessel from where the tip of the ivus was. The tip of the prolapsed wire was close to where the rx port of the ivus was and when the physician did an ivus pullback, the staff said the tip of the wire was coming back as well. When the physician was finished using the ivus he attempted to remove it and was unable to get the ivus or the wire to come out. As the physician pulled the wire out, somehow the rx portion of the ivus broke off and as the ivus was removed the rx tip of the ivus remained in the body. The physician was able to use a snare to retrieve the portion of the ivus that remained in the body and no harm was done to the patient. The staff then pulled a new catheter and wire and continued with the case. Patient was discharged as expected. Condtion on 2-10-17 was noted as "good." Vessel: rt external iliac, 80%.